Manufacturer narrative:
Device passed displacement test. Device received with overlay scratched, cracked keypad overlay, and scratched lcd window. Scratches make is difficult to read screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had substantial scratches across the front of the insulin pump and also state that buttons were scratched and the right side of the screen was scratched so heavily that it is difficult to read sensor glucose value and impossible to read the time. The customer¿s blood glucose was 11.7 mmol/l at the time of incident. The insulin pump will not be returned for analysis.